Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that there was no audio.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of, ¿the unit was returned for no audio issue.¿ the unit was triaged and the customer¿s reported condition was confirmed. No audible tones were observed. Unit was disassembled. Visual inspection found component u14 in the audio circuit of the main pcba was damaged, resulting in bent leads, lifted pads, torn traces, and broken solder joints. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.